Event description:
There was no device failure or malfunction reported. This pt was undergoing a mitral valve replacement procedure. The endoarterial return cannula guidewire was placed without difficulty. The surgeon met resistance while placing the 21 fr earc and stated that there was a tight fit because the pt had small femoral vessels. The endoaortic clamp guidewire and endoaortic clamp catheter were inserted wihtout difficulty. Arterial line pressures were at the upper limit of normal after "cpb" flow was established. The case then proceeded uneventfully until the eac was deflated after the mitral valve replacement. Within a few mins, the right radial artery pressure dropped. A diagnosis of dissection of the descending aorta was made after insertion of a thorascope. A sternotomy was performed and the dissection repaired under deep hypothormia. During repair, the dissection was noted to extend from the ostium of the right coronary artery to the descending aorta. A saphenous vein graft to the right coronary artery was performed. The pt remained in a coma after surgery. Pt subsequently developed renal failure and right ventricular failure and then expired. An autopsy revealed a dissection extending from the iliac to the origin of the right coronary artery. The surgeon reported that this event was not a device failure.